Manufacturer narrative:
A specific cause for the reported elevation in ldh cannot be conclusively determined the patient experienced elevated ldh levels in the 2000s and was being held inpatient. The patient also noted seeing a pump flow value of 10 lpm. A log file from the time of the event was submitted (see attached). The log file, dated (B)(6) 2019, contained approximately 51 days of data, spanning from 11jan2019 22:28 to (B)(6) 2019 11:30, which captured the device operating as expected at the set speed of 9600 rpms. Pump power, calculated pump flow, and avg. Pi ranged from 5.2-7.8 watts, 4.0-8.4 lpm, and 3.4-6.6, respectively. The reported elevated pump flow was not captured in the log file. Per the vad coordinator, the patient was given an additional unspecified anticoagulant and was to be listed for a heart transplant as a status 3 for pump malfunction. Their ldh was still elevated but was slowly trending down. A cta was performed which showed the lvad was patent with some laminar low-attenuation within the vascular conduit itself. The plan was for the patient to hopefully go home and wait for a heart. However, if their condition were to worsen, they would have a pump exchange. The patient remains ongoing on vad support. No product available for investigation. The heartmate ii instructions for use lists hemolysis as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. Section 6 of the IFU, entitled ¿patient care and management¿ outlines the use of anticoagulation therapies. The section entitled "pump performance monitoring" explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The IFU also contains a section titled "pump flow", which outlines how pump flow is estimated based on pump power. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 5 years, 1 month. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported on (B)(6) 2019 the patient was admitted with lactic acid dehydrogenase (ldh) levels in the 2000s. High flows and powers noted. Technical services analyzed submitted log files and confirmed some elevated flow and power events. At a fixed speed of 9600 rpm the powers and flows were within normal limits. Additional information received (B)(4) 2019 reported the patient had transferred care due to insurance reasons. His last creatinine was 2.1 mg/dl and bilirubin was 1.8 mg/dl. His ldh was still elevated but slowly trending down. Cta results showed lvad is patent with some laminar low-attenuation within the vascular conduit. This could reflect non-occlusive thrombus. He is to be listed for a heart as a status 3 for pump malfunction. Plan of care is for the patient to go home and wait for a heart. If his condition were to worsen he would have a pump exchange. Patient had additional anticoagulation added at new facility but the specific name is unavailable at this time. No additional information was provided.